Event description:
Litigation alleges that the patient suffered chronic hip pain requiring medical attention; aches, soreness and pain in hip area; groin and abducter pain; limitation on ability to exercise and walk; and elevated cobalt and chromium levels as a result of the implantation with the asr hip implant.

Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2014.

Event description:
Litigation alleges that the patient suffered chronic hip pain requiring medical attention; aches, soreness and pain in hip area; groin and abductor pain; limitation on ability to exercise and walk; and elevated cobalt and chromium levels as a result of the implantation with the asr hip implant. Update: date - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.